Event description:
After case completed, impella device started to have error/suction issue. Doctor tried to reposition device, had to remove and put in brand new impella device. Representative present during case, new device was needed. New impella device inserted. Manufacturer response for impella device, (brand not provided) company rep was present during case.